Manufacturer narrative:
It was reported the unit had a burn in the fabric foundation. Our inspection revealed that several internal components designed to restrain the heater wire had come loose. This damage had allowed the loose heater wire to tangle together, creating an area of excessive heat, which had damaged and deteriorated the fabric foundation, although we found no evidence of an actual burn. We determined that this report was attributable to misuse on the part of the consumer.

Event description:
It was reported the unit had a burn in the fabric foundation.